Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Sterility has been compromised. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed as the packaging design has been remediated as part of a previous corrective action. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic packaging surrounding the implant was damaged. There was no patient involvement. It was reported that no further information is available.